Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable cardioverter defibrillator (ICD) had "failed". The ICD had been explanted for over a year. No patient complications have been reported as a result of this event.